Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the axium prime device and the echelon-10 microcatheter were both returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Damage location details: no introducer sheath was returned. The pushwire found to be bent at 32.6cm, kinked at 153.4cm, and kinked at 185.3cm from the proximal end. The axium prime implant coil was returned stretched and damaged but still attached to the pushwire. In addition, the implant coil polypropylene filament broken off the detach element. No other anomalies were observed. Testing/analysis (including sem reports): the axium prime implant coil could not be tested in-house due to its damaged condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the axium coil could not pass through the distal tip of the echelon microcatheter. The tip of the microcatheter was damaged. It was noted that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). Both devices were replaced to continue the procedure successfully. There was no harm or injury to the patient who was undergoing a coil embolization procedure via femoral artery access to treat an internal carotid artery (ica) unruptured saccular aneurysm. Blood flow was normal. Vessel tortuosity was minimal. Additional information was received reporting that the coil came out of the introducer sheath smoothly. The cause of the catheter tip damage was not determined.